Event description:
During a prostatectomy the davinci robotic instrument became stuck at a 90 degree angle and could not be removed via the cannula. While attempting to get instrument out of its angle and remove it the collar of the instrument, where the metal tip overlays the stem, was broken. We took the instrument out by removing the cannula. The collar was broken in several places.